Event description:
A retrospective notification has been filed regarding broken screws in a 9 level construct that was removed during a revision surgery. Total 1 screw body sheared out of 18, and was removed. Patient was then treated with larger diameter screws on t10, l5, s1, and left of l4(right side broken screw); 7 total screws replaced. The construct was extended to 10 levels to include bilateral si joint fusion and pelvic fixation. The patient, was noted obese, and experienced a failed fusion 18 months after the initial february 2022 surgery. This failure was attributed to pseudoarthrosis, as detailed in the operative procedure note of (B)(6) 2023 revision case. No injury or harm to the patient was reported post revision outside normal to the healing process. This incident was recorded on (B)(6) 2023 and was brought to our attention on 11/16/2023 through a notification by the sales representative.